Manufacturer narrative:
(B)(4). Batch # m53l5y. The analysis found that the plee60a device was received in good visual condition and with an gst60t cartridge loaded on the device. The returned cartridge was noted to be fully fired with cartridge body damaged. In order to verify the condition of the internal components of the reload it was disassembled and the reload was noted to have the deck, drivers and one piece sled damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. In addition the knife was inspected under magnification and nicks were found. No further functional testing was performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Updated to serious injury. Upon review of the information provided, it was concluded that this event meets the FDA defined criteria for a reportable event and is being considered a serious injury. Additional information received: it was reported that the patient underwent laparoscopic vertical sleeve gastrectomy and paraesophageal hernia repair on (B)(6) 2015. Letter further states that during the gastrectomy procedure the device misfired on the second firing ¿and instead of completely stapling the lateral aspect of the stomach. This portion of the stomach was cut open.¿ the surgeon noted that hemostasis was appropriately maintained and several more cartridges were used to create the sleeve and visualize the area and the defect was then closed with 2-0 stratafix in a running fashion. A leak test was performed and no evidence of a leak was noted. Letter further states that subsequent to the procedure, patient experienced persistent abdominal pain and intractable nausea and vomiting. On (B)(6) 2015, she presented to e.r. And was diagnosed with cholelithiasis and underwent a lap chole the following day. Patient also had other complications, including microcytosis, hypokalemia and underwent egd with dilation on (B)(6). After more dilation procedures, patient underwent wallflex stent placement on (B)(6) for four to five days. Patient continued with nausea and vomiting and underwent exploratory laparoscopy on (b)64) which revealed extensive adhesions to the lateral aspect of the sleeve. The letter indicates the vertical sleeve with imbricating suture was removed and egd with dilation performed. Patient also underwent a turbinate reduction procedure on (B)(6) ¿as nasal obstruction was considered as possible contributing factor to her recurrent intractable nausea and vomiting.¿ patient was again admitted to the hospital on (B)(6) ¿because she could not hold down food.¿ she was monitored for ten days and then discharged according to the claim. No further history was provided after discharge on (B)(6). It does report the patient¿s bmi improved from 56 to 46 during the 90 day period of time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: gore buttressing material was utilized and the firing sequence was broken out into three different segments with short pauses in between each firing. Intra-operative photos received: the event description of staples not formed can be confirmed. There appears that there may have been an interference condition within the cartridge that may have led to the non-deployment and full deployment of the staples. Unfortunately, root cause cannot be determined from the photos. Based on the photographic evidence, the event description can be confirmed. Unfortunately there is not enough evidence in the photographs to determine root cause.

Event description:
It was reported that during a lap sleeve gastrectomy procedure on the second firing with a gst60t cartridge the surgeon heard clicking noise. The staple line was complete and all the staples were form. On the patient side the staples were there but were not formed. Sutures were used to close the staple line on the patient side. A second device was pulled to complete the procedure with no patient.